Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address hip pain and suspected femoral stem loosening. Upon entry into the joint capsule gray amorphous looking paste was found. It was found that about 4 cm of the femoral stem was well fixed and well ingrown. The femoral stem and head were exchanged; the cup was left in place.